Manufacturer narrative:
(B)(4).

Event description:
A suspected pocket fill occurred during the pain pump refill performed on (B)(6) 2011. The healthcare professional (hcp) noted the refill was "difficult" and was performed under fluoroscopy. On (B)(6) 2011, the pt experienced overdose symptoms: the pt was sleepy, pale, lethargic, and had hallucinations. The hcp discussed the event with a medical consultant. It was suggested the pt be admitted to the intensive care unit (ICU) for observation. The pt was not admitted; they did well without admittance. The type of medication used for the refill was not reported.